Event description:
It was reported by repair work order that the patient's skin broke down on the mattress.

Manufacturer narrative:
Evaluation conclusion: the facility additionally alleged there was a reduction in patient support. Pressure redistribution is provided by gel as well as the secondary foam support structure. Per the customer's preference and request, the mattress was replaced.